Event description:
It was reported that during a colectomy procedure, the stapler worked properly during the procedure. The doctor estimates the anastomosis was correct. The stapler was discarded. Two days after that, the patient had a bleeding. He had a transfusion of approximately 700 ml of blood. The doctor put hemostatic clips, at the posterior side of the anastomosis, so he could not check the staples put there by the doctor. Both physicians were interrogated, but none of them was able to determine the origin of the bleeding (staples gone or other). Today, the patient is fine. Additional information has been requested, but to date, no more information has been received. Should additional details be provided, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.